Manufacturer narrative:
Electrode belt sn (B)(4). Was returned to the manufacturer and the evaluation is currently underway. Monitor sn (B)(4). Has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient's passing. Manufacture dates. Monitor. 11/9/2015 electrode belt. 6/4/2020.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2021. The patient was in the hospital and had lost consciousness prior to passing. Review of the patient's download data revealed that prior to passing, the patient experienced 7 appropriate treatments and 1 inappropriate treatment from the lifevest. At 18:06:44, the patient received the first appropriate treatment from the lifevest while in vt at 210 bpm. The post-shock rhythm was sinus bradycardia at 40 bpm with motion artifact. At 18:08:39, the patient received the second appropriate treatment from the lifevest while in vt at 210 bpm. The post-shock rhythm was sinus rhythm was 60 bpm. At 18:10:16, the patient received an inappropriate treatment from the lifevest. The patient's rhythm was vt at 220 bpm that self- converted 11 seconds prior to the treatment delivery. The post-shock rhythm was sinus bradycardia at 50 bpm. At 18:11:41, the patient received the third appropriate treatment from the lifevest while in vt at 210 bpm. The post-shock rhythm was sinus bradycardia at 50 bpm. At 18:12:57, the patient received the fourth appropriate treatment from the lifevest while in vt at 230 bpm. The post-shock rhythm was sinus bradycardia at 40 bpm. At 18:15:29, the patient received the fifth appropriate treatment from the lifevest while in vt at 240 bpm. The post-shock rhythm was sinus bradycardia at 40 bpm. At 18:16:54, the patient received the sixth appropriate treatment from the lifevest while in vt at 240 bpm. The post-shock rhythm was sinus bradycardia at 50 bpm. At 18:19:06, the patient received the seventh appropriate treatment from the lifevest while in vt at 230 bpm. The post-shock rhythm was sinus bradycardia at 50 bpm. The patient is last seen in sinus bradycardia at 20 bpm with CPR and motion artifact at 18:59:17. The electrode belt was disconnected at 19:01:27. It was reported that hospital staff removed the lifevest after the final treatment to initiate CPR and the patient passed away while not wearing the lifevest. There is no indication that a device malfunction caused or contributed to the patient's passing.